Event description:
New information available on (B)(6) 2018 states that the right ventricular lead helix could not be extended or retracted due to myocardial tissue stuck in the helix. The lead was not used and replaced.

Event description:
It was reported that the right ventricular lead was implanted and explanted on the same day due to an unspecified issue. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.